Manufacturer narrative:
The reported malfunction was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing and impedance testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.